Event description:
The clinician reports the implant was inserted (B)(6)2018 in ada 5 of the patient's mouth. On (B)(6)2019, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.